Manufacturer narrative:
Qn # 20049082(B)(4).

Event description:
On october 09, 2024, palette life sciences received a notification from a [distributor] who received it from a [hospital] in spain, reporting that "during the injection, the wings of the syringe broken". Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Event description:
On october 09, 2024, palette life sciences received a notification from a [distributor] who received it from a [hospital] in spain, reporting that "during the injection, the wings of the syringe broken". Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 15-oct-2024, indicated that there is no injury reported. Complaint evaluation testing was performed from the sample returned. One half-empty syringe was returned, number of units and lot number is in accordance with the report. The syringe have a flange break and missing luer lock. There are no deviations or remarks identified in the review of batch records on the reported lot and reference samples that can explain the complaint. No quality issues were found connected to the raw material (syringe, finger grip) which can explain the complaint. The most probable root cause could not be clearly verified. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.